Event description:
It was reported that the health care professional (hcp) checked the patient in the office, isometric testing was performed and noisy signals oversensed on the non-boston scientific right atrial (ra) lead were noted. Which resulted in inappropriate atrial tachycardia response (atr) episodes. Additionally, non-sustained ventricular tachycardia (nsvt) stored episodes were also observed. Upon review, it was noted oversensing, which was believed to be caused by myopotential. Troubleshooting options were discussed and recommended. Subsequently the sensitivity was adjusted. No adverse patient effects were reported. The product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).